Event description:
It was reported that the device could not be interrogated. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The device was unable to communicate due to battery depletion. Based on the device settings the device was found to be below expected limits. No high current drain sources were found throughout testing. The battery was returned to the manufacturer for further analysis. An internal anomaly within the battery was found to be the cause of premature battery depletion.